Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 403 mg/dl and a no delivery alarm. The customer had no symptoms. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting found that the customer was able to prime after changing the set. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.